Manufacturer narrative:
Correction of h8.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 initially failed to pair with the ilet, after which blood glucose values appeared and the system resumed operation; during the incident the highest documented glucose was 272 mg/dl, the high alert activated, and the ilet delivered automated correction. Symptoms included no reported signs of hypo- or hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user support troubleshooting and education, confirmation of data display on the ilet, and verification that the system provided correction and alerts. Investigation of this case revealed a transient pairing failure limited to the cgm-to-ilet connection without persistent device malfunction, with the ilet component functioning as designed once data were received. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue.